Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine (unknown) at an unknown concentration and dose via intrathecal drug delivery pump for spinal pain. It was reported that the pump was not working. The patient was a chronic pain patient and was in pain. A dye study was done and confirmed good cerebrospinal flow. Dose increases had been done with no therapeutic effect/response. There were no alarms or volume discrepancies reported and event log data was unavailable. There was no therapy post pump replacement. The hcp would follow up with the managing doctor to review options for further troubleshooting. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The pump was not working (effective). The cause was unknown. The patient would follow up with pain management to look at the pump. The resolution was unknown as was the patient weight at the time of the event. No further complications were reported.